Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dirty collet in the reported problem area of the pipette assembly and the tip pickup postitioning was slightly out of alignment. The tip pickup was adjusted. The instrument was cleaned, inspected, tested without further problem, and returned to svc.